Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history records review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. There have been no other complains reported in the lot number. Add'l info was requested on (B)(6) 2011 and (B)(6) 2011 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4). This report was mailed to FDA on: 04/01/2011. (B)(4).

Event description:
A technician reported a pt with an unexpected outcome following intraocular lens (iol) implant surgery. Add'l info has been requested.